Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during an unknown procedure, the product produced a flash. It is unknown how the case was completed. There were no adverse consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 9/18/2018. Additional information obtained: twice during the case, the surgeon encountered a ¿yellow flash from the tip¿. After the second such incident, he stopped using the device due to safety concerns. He completed the case with a different electrosurgical pencil. There was no consequence to the patient. Investigation summary: there was an excessive amount of dried blood stuck in the returned sample both on the tip and in the tubing. The amount of blood in the device may have created an alternate pathway from the base of the electrode to flow elsewhere, device extremely messy, use related. This may not be the appropriate device for the procedure being performed based on the amount of dried blood and the location of it. This is use related and not a product issue.